Manufacturer narrative:
The initial reported event of "fracture, high impedance" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event. Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "fracture, high impedance" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event.